Manufacturer narrative:
Investigation-sbdm conducted the root cause analysis and also investigated manufacturing process based on the received complaint IV set sample. As sbdm checked the received complaint IV set sample visually, it was discovered that fm in IV set chamber looked like a kind of paper. Sbdm conducted fm analysis using infrared spectrometry for further investigation. Based on the ir analysis result of the fm, fm in IV set chamber was a kind of paper. Upon analysis of manufacturing process, sbdm suppose that it may be the same kind of paper material as of parts identification label to trace parts. Root cause: sbdm conducted the following investigation activities to determine out the root cause and possible manufacturing process of fm to be inflowed which is likley to have the complaint case. Monitoring of manufacturing environment- all of IV set products are manufactured under the control of clean room environment and also sbdm has conducted monitoring of environmental control regularly to protect the incoming of fm. Monitoring of manufacturing process quality-based on the received pir and lot (lot no. 2710312) information from the customer, sbdm checked all applicable manufacturing records and inspection records for the product which were produced before/after of the date. However, there was no quality issue found on them. Investigation of customer complaint record-sbdm reviewed bd customer complaint records and found that this manufacturing lot has no compliance issue reported. Investigation of same lot (2710312) house samples-sbdm inspected same lot(lot no. 2710312) house samples of IV set an115 23g 1in and found that there is no compliance and quality issue on them. IV set manufacturing process(root cause)- parts identification label: it is intended to trace device history record of medical devices and it has information such as parts name, manufacturing no./date, quantity, worker¿s name, inspection date. - as sbdm checked IV set manufacturing process, likely root cause is that during chamber+spike auto assembly process, a piece of parts identification label which is attached onto parts storage box may have detached from the storage box. It may have torn & contaminated and then it may have flowed into the chamber auto assembly machine. Corrective actions: immediately issued corrective actions and preventive actions to IV set manufacturing dept. And conducted internal quality training for IV set manufacturing line workers and quality inspectors. Strengthen 5s activities of IV set chamber+spike auto assembly machine and currently implementing daily cleaning and monitoring ¿twice a day(before/after of every work hour) implement 100% visual inspection for all of IV set parts and finished goods to tighten inspection activities as well as to prevent the recurrence of the same complaint case starting from nov. 6th, 2017. Sbdm are considering installation of hopper cover to protect incoming of fm due to static electricity to hopper of IV set chamber auto assembly machine.

Event description:
It was reported before use of the sero-fuge 2002 centrifuge/IV set an115 bp foreign material presumed to be contaminated and found in the IV set chamber. There was no report of injury or medical intervention.